Event description:
A malfunction alarm was reported with a pump, where the customer indicated the piston would not go down after pressing to change the cartridge. After reloading a new cartridge, the customer managed to resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support sent a replacement pump, and the customer was advised on the return process for the faulty pump, which was acknowledged and understood.